Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Customer's blood glucose was 47 mg/dl. Customer stated they had multiple insulin pump error alarm. Customer stated they were successfully able to clear and rewind the insulin pump. Customer stated they passed self test. Customer stated fill cannula was recorded in daily history. Customer stated auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.